Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 48, blood glucose reading 70 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.